Event description:
Patient states that he was on fuzeon 5 of the last 6 years, during clinical trials and once the product was FDA approved. He took a one year break from the product during that time. Patient states that he has had lumps under the skin at the site of injection that have not resolved. He used both the biojector 2000 device and needles to administer fuzeon from 2005. He stopped using the biojector because it caused bleeding at the site of injection. Nine weeks ago, the patient presented with a sterile, draining abscess in the abdomen. Now there are four sites on the abdomen that are draining. The patient complains of pain under the skin at these sites.